Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during review of the device alarm history when the reported issue was verified as recorded. The issue was traced to leadscrew, worm coupling and clutches, which were determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The leadscrew, worm coupling and clutches were replaced and the device passed all testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a motor rate error. There was no reported patient involvement.